Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported burns on his abdomen area to a nurse at an ER. Nurse reported that there were brown marks and not sure if there were burns and they were not near the lifevest. There was no alleged device malfunction contributing to the irritation. The patient presented himself to ER stating that he was shocked, but then reported they were just vibrations. There are indications that the patient received a treatment event. It is unknown if the patient received any medical intervention for marks. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out an abundance of caution as further details are not know.